Manufacturer narrative:
The patient was hospitalized for the peritonitis on an unspecified date between 2015 and 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized for the event. The cause of the event was not reported. The patient was treated with unspecified antibiotics (doses, frequencies and routes not reported). Approximately after two weeks of antibiotics treatment, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.